Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydro canister lid on the unicel dxc 600i synchron access clinical system cracked. No personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A field service engineer (fse) temporarily repaired canister lids and ordered the blue colored hydro canister lids for replacement.